Event description:
Customer complaint - limited data available. Customer received inaccurate readings while using the device. They compared the readings to numerous devices to confirm.

Event description:
Customer complaint - limited data available I have type two diabetes. I use a caretouch meter. Lately the readings have been between 58 and 69, which is low. My onetouch ultra 2 returned a 136 and a contour next ez gave a 113. I have been relying on the caretouch but when it started showing such low numbers I became concerned. ".